Manufacturer narrative:
Product evaluation: two used cartridges were returned. Viscoelastic was only observed at the loading area. No viscoelastic is observed in the nozzle or the tip of either cartridge. Both cartridge tips exhibit heavy stress and splits on the side. Both cartridges have evidence of placement into a handpiece. The quality of the provided photos does not allow for any determination. The customer indicated the use of a lens model that is not qualified for use with the reported cartridge model. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The reported cartridge damage was observed. The root cause is most likely related a failure to follow the dfu (directions for use). An inadequate amount of viscoelastic was observed in both of the returned the cartridges. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. This type of cartridge damage typically occurs due to lens or plunger being positioned incorrectly for advancement and/or with a lack of lubricating solution between the lens and the cartridge lumen. In addition, the customer used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Complaint history and product history records were reviewed and documentation indicates the product met release criteria. There has been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that during two intraocular lens (iol) implant procedures, the cartridges burst during implantation of iols in the "normal" diopter range, and there are cracks. There was contact between the product and the two patients, but no patient impact. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that surgery was completed using the burst cartridge.